Manufacturer narrative:
This report is filed april 28, 2014.

Event description:
Per the surgeon, the patient discontinued use of the device for unknown reasons. The device was explanted (B)(6), 2014.

Manufacturer narrative:
(B)(4).